Event description:
This device was capped due to a "deep skin infection below the original pacemaker pocket." This system was replaced on the right side. Should additional information become available, this file will be updated.